Event description:
It was reported to the manufacturer by the end user, per the end user, while replacing parts on a bed, the bed came down and injured two (2) of his fingers. Breaking his middle finger and smashing the next finger over. The facility associate expressed it was the bed that gave way somehow injuring him. As well as, expressing the bed coming down was not because of something he did. He went to the doctor and received stitches in both fingers and a splint. Upon speaking to the facility associate, the bed was unplugged prior to replacing the parts and raised in the air in order to allow for the repairs to occur. The bed was not secured by anything to hold the it at the desired height. When he removed the clevis pin that was securing the actuator to the bed, the bed dropped and injured his fingers. (B)(4) was entered into our system.